Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding ") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone (depo provera) for menorrhagia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 1 month 11 days after insertion of essure, the patient experienced depression ("psychological or psychiatric problems condition: severe depression"). In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), migraine ("migraines") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced headache ("headaches"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the dyspareunia, migraine, alopecia, genital haemorrhage, menorrhagia, depression, headache and abdominal pain outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, depression, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: both tubal ostia identified and essure device deployed without difficulty. Two trailing coils on each side.plaintiff underwent a pelvic surgery to try and alleviate the 7 symptoms. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet & medical record received. Events abdominal pain, abnormal bleeding, vaginal bleeding , depression, headaches, abdominal pain are added. Lab data updated.concomitant drug added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('abnormal bleeding') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included depo provera for menorrhagia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: severe depression"), 1 month 14 days after insertion of essure. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), migraine ("migraines") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced headache ("headaches"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions"), tooth disorder ("dental problems"), allergy to metals ("nickel allergy") and skin disorder ("rashes or skin conditions") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, migraine, alopecia, depression, headache, rash, tooth disorder, allergy to metals and skin disorder outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, depression, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: both tubal ostia identified and essure device deployed without difficulty. Two trailing coils on each side.plaintiff underwent a pelvic surgery to try and alleviate the 7 symptoms. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new events, "rashes or skin conditions, dental problems, nickel allergy, weight gain" were added. Patient's information was updated. New reporter contact information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included depo provera for menorrhagia. In 2012, the patient experienced dyspareunia ("dyspareunia"), alopecia ("hair loss"), rash ("rashes or skin conditions/rash") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). On (B)(6)2012, the patient had essure inserted. On (B)(6)2013, the patient experienced depression ("psychological or psychiatric problems condition: severe depression"), 1 month 14 days after insertion of essure. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). On (B)(6)2015, the patient experienced headache ("headaches"). On (B)(6)2016, the patient experienced genital haemorrhage ("abnormal bleeding"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), skin disorder ("rashes or skin conditions") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, migraine, alopecia, depression, tooth disorder, allergy to metals, skin disorder and back pain outcome was unknown and the vaginal haemorrhage, headache and rash had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, depression, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: both tubal ostia identified and essure device deployed without difficulty. Two trailing coils on each side. Plaintiff underwent a pelvic surgery to try and alleviate the 7 symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in december 2012: plaintiff was fine.. Most recent follow-up information incorporated above includes: on 13-jan-2020: pfs received. New event added: back pain. Previously added event headaches, rashes were updated to recovered/resolved. Lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included depo provera for menorrhagia. In 2012, the patient experienced dyspareunia ("dyspareunia"), alopecia ("hair loss"), rash ("rashes or skin conditions/rash") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: severe depression"), 1 month 14 days after insertion of essure. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). On (B)(6) 2015, the patient experienced headache ("headaches"). On (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), skin disorder ("rashes or skin conditions") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, migraine, alopecia, depression, tooth disorder, allergy to metals, skin disorder and back pain outcome was unknown and the vaginal haemorrhage, headache and rash had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, depression, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: both tubal ostia identified and essure device deployed without difficulty. Two trailing coils on each side. Plaintiff underwent a pelvic surgery to try and alleviate the 7 symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2012: plaintiff was fine. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event added: back pain. Previously added event headaches, rashes were updated to recovered/resolved. Lab data was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included depo provera for menorrhagia. In 2012, the patient experienced dyspareunia ("dyspareunia"), alopecia ("hair loss"), rash ("rashes or skin conditions/rash") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: severe depression"), 1 month 14 days after insertion of essure. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"). On (B)(6) 2015, the patient experienced headache ("headaches"). On (B)(6) 2016, the patient experienced genital haemorrhage ("abnormal bleeding"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), skin disorder ("rashes or skin conditions") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, abdominal pain, dyspareunia, menorrhagia, migraine, alopecia, depression, tooth disorder, allergy to metals, skin disorder and back pain outcome was unknown and the vaginal haemorrhage, headache and rash had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, depression, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: both tubal ostia identified and essure device deployed without difficulty. Two trailing coils on each side.plaintiff underwent a pelvic surgery to try and alleviate the 7 symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in (B)(6) 2012: plaintiff was fine.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding ") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included medroxyprogesterone acetate (depo provera) for menorrhagia. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: severe depression"), 1 month 14 days after insertion of essure. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), migraine ("migraines") and alopecia ("hair loss"). On (B)(6) 2015, the patient experienced headache ("headaches"). On (B)(6) 2016, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the dyspareunia, migraine, alopecia, genital haemorrhage, menorrhagia, depression, headache and abdominal pain outcome was unknown and the vaginal haemorrhage had resolved. The reporter considered abdominal pain, alopecia, depression, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: both tubal ostia identified and essure device deployed without difficulty. Two trailing coils on each side. Plaintiff underwent a pelvic surgery to try and alleviate the 7 symptoms. Amendment: the report was amended on 22-jan-2019 for the following reason: information and references from case (B)(4) was entered as it is follow up from this case. Reporter¿s information was updated and a new reporter was added, and essure insertion date was amended. No new follow-up information was received from the reporter. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 25 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of obesity. The only concomitant product mentioned was depo provera (medroxyprogesterone acetate) for heavy menstrual bleeding. On (B)(6) 2012, the patient had essure inserted. In 2012 she experienced dyspareunia ("dyspareunia"), alopecia ("hair loss"), rash ("rashes or skin conditions/rash") and allergy to metals ("nickel allergy") and was found to have weight increased ("weight gain"). On (B)(6) 2013 she experienced depression ("psychological or psychiatric problems condition: severe depression"). In 2013 she experienced pelvic pain (seriousness criteria medically important and intervention required) and migraine ("migraines"). On (B)(6) 2015 she experienced headache ("headaches"). On (B)(6) 2016 she experienced genital haemorrhage ("abnormal bleeding"). Essure was removed the same day. An unknown time later she experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain ("abdominal pain"), heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"), tooth disorder ("dental problems"), skin disorder ("rashes or skin conditions") and back pain ("back pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, headache and rash had resolved. The outcomes for genital haemorrhage, abdominal pain, dyspareunia, heavy menstrual bleeding, migraine, alopecia, depression, tooth disorder, allergy to metals, skin disorder and back pain were unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, depression, dyspareunia, genital haemorrhage, headache, heavy menstrual bleeding, migraine, pelvic pain, rash, skin disorder, tooth disorder, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: both tubal ostia identified and essure device deployed without difficulty. Two trailing coils on each side.plaintiff underwent a pelvic surgery to try and alleviate the 7 symptoms. On (B)(6) 2012, she implanted essure (discrepancy noted as per pif) current weight 217 lbs. Date(s) of insertion: (B)(6) 2013 (as per pif). Date(s) of removal: (B)(6) 2016 (as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 33.809 kg/sqm. [Ultrasound scan vagina] in (B)(6) 2012: plaintiff was fine. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: pif received. Reporter information, reporter causality comment added. Annex f updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), migraine ("migraines") and alopecia ("hair loss"). The patient was treated with surgery (pelvic surgery ). At the time of the report, the pelvic pain, dyspareunia, migraine and alopecia outcome was unknown. The reporter considered alopecia, dyspareunia, migraine and pelvic pain to be related to essure. The reporter commented: plaintiff underwent a pelvic surgery to try and alleviate the 7 symptoms. Company causality comment . Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.